Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller performing a self-test on its own was unable to be confirmed. The heartmate 3 system controller ((B)(4)) was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made requesting if there were prior troubleshooting interventions performed prior to the controller exchange, and if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller ((B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 12-dec-2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was performing the self-test on its own. The customer replaced the controller.